Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) extension sets with one-link needle-free lv connectors were observed to have the overwrap unsealed and the plastic bubbled. The was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Nine (9) samples were received for evaluation. Visual inspection revealed that all nine samples had unsealed blisters. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.